Event description:
The customer reported the system would intermittently not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reporter issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.